Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the back of the cartridge leaked. Customer's blood glucose (bg) level was 332 mg/dl. Reportedly, the customer changed the cartridge and used the pump to lower bg to 150 mg/dl.